Event description:
As reported by the user facility: infusion was started on (B)(6) 2014, at 1600. Drug infused: ketamine. Rate: 3 ml/hr. Bag was empty at by 1040 on (B)(6) 2014. The staff hung another bag at 1040 at the same rate. This bag was empty by 1755. No patient injury. MFR ref # 9610825-2014-00009.